Event description:
On 01/15/2024, it was reported by an arthrex subsidiary employee via email that an ar-3636 knotless fibertak formed a knot after it was inserted. The sutures were cut and removed from the patient. This was discovered during a procedure on (B)(6) 2024. Additional information requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.